Event description:
While doing a laparoscopic supracervical hysterectomy, physician extended the monopolar loop and saw it was malformed and twisted. The physician was unable to get the loop around the uterus. So he pulled the loop out of the pt and adjusted the loop reforming it until it would open to the required normal shape. Then physician put the loop back in the pt, extended the loop and worked it around the uterus. At that point he hit the cut foot pedal on the electrosurgical unit and at that point the loop broke and struck the colon causing a hole. The case became an open hysterectomy and a general surgeon was immediately called in to fix the colon. A colon resection with colostomy was performed.

Manufacturer narrative:
The initial report was not filed within 30 days due to administrative error. In error the complaint investigation was placed on hold awaiting return of the device for eval. To date the device has not been released by (B)(6) for further eval. A CAPA has been initiated to address the administrative error. A comprehensive complaint investigation is underway to identify factors that may have contributed to the adverse event and to determine if any additional CAPA projects should be initiated.